Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient reported not receiving readings on the g6 mobile app. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.